Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level is low at 40 mg/dl. The customer indicated that he wasn't sure if he may have overestimated his carbs or something else but the customer is currently using a back up plan. Troubleshooting was declined by customer.